Event description:
Hospital submits the following pursuant to 21cfr803. It is based on info reviewed by hartford hosp which it may not have had an opportunity to investigate fully or verify prior to the reporting date. This report shall not be construed as an admission by hartford hospital that it or any of its employees or affiliates caused or contributed to the incident described herein. While the pt was positioned in the new allyn stirrups for a lap. Spleen procedure in the or the left stirrups gave way during the procedure. The left leg internally rotated about 45 degrees the pt sustained no injury.